Event description:
In additional information reported on 11feb2026, it was noted that hub leakage was discovered about 10-15 minutes after placement, as the radiographer connected the drain. The patient's preparation was then restarted, and the drain was replaced with a new one.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage was observed at the hub of an ultrathane mac-loc locking loop biliary drainage catheter sometime after placement for a percutaneous transhepatic cholangiography (ptc) procedure. As a result, the patient was sedated a second time for the complaint device to be removed and replaced. No other adverse effects were reported for this incident. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1 - street: (B)(6). E1 - phone number: (B)(6). H3 - device evaluated by mfg: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.